Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra fine¿ ii insulin syringe there was an issue with barrel deformed. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (4) loose 1cc, 8mm syringes. Customer states that the syringe barrels have been deformed or damaged. All returned syringes were examined and all samples exhibited a cracked barrel at various points around the barrel. A review of the device history record was completed for batch # 7226957. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure investigation conclusion: possible root causes: defect could have occurred at the prep dial of the metro assembly machine. Loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. Infeed dial at barrel printers. Loss of back pressure at infeed rail also at form fill & seal.

Event description:
It was reported with the use of the bd ultra fine¿ ii insulin syringe there was an issue with barrel deformed. There was no report of injury or medical intervention.